Manufacturer narrative:
(B)(4). This lot was manufactured from october 24, 2014 - october 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on its reservoir. It was not specified whether the mark was in the fluid path. This was noticed after the device was filled with fluorouracil (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.